Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and reservoir was not able to lock in place. The customer¿s blood glucose value was 430 mg/dl and the next day the blood glucose value was 450 mg/dl. The customer stated that they were treated with manual injection. The customer also stated that the reservoir lip ring was loosed. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.